Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: device history (lot) field: part # 07.702.016s lot # 3l53643 manufacturing site: werk selzach logistik. Release to warehouse date: (B)(6) 2023. Expiration date: 01.nov.2026 supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 (appropriate term/code not available) used to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty (th9) for thoracic vertebral fracture on (B)(6) 2024, with vbs. In the surgery, the cement formulation was started according to the procedure. After opening the top cap of the product containing polymer powder and adding all the monomer liquid, the surgeon closed the cap again and tried to push and pull the handle of the cement kit in question, but could not operate it at all. At this time, the handle was fully pulled to start the operation. A spare product was used. The surgery was completed successfully with no surgical delay. The pre-storage conditions were refrigerated two days prior to the surgery, and the cement was brought back to room temperature at the start of the surgery at a room temperature of 21°c. The patient was reported as stable. A similar problem occurred on (B)(6) 2024 which reported on (B)(4). This report involves one (1) vertecem v+ cement kit. This is report 1 of 1 for (B)(4).